Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 13388 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for four applications on the event date. The catheter passed the performance test. By dissecting the catheter, a kink was found on the guide wire lumen at 1.363 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.